Event description:
It was reported that externalized conductors were visible via diagnostic imaging. The patient was asymptomatic. No electrical anomalies were noted. The lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the lead tip measuring 47.9cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.4-13.6cm from the distal tip. The etfe coating was abraded at this location.

Event description:
It was reported that the lead was explanted and replaced due to unrelated infection.